Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that the cycler alarmed for air detected in the cassette during drain 0 of 4. The patient had already filled with 2000ml prior to this treatment. The nurse reported that the warning reoccurred after pressing ¿ok¿ twice. The patient line was fully primed and opened, all unused clamps were closed, and all connections were tightened. After cycler reboot, the warning reoccurred. The nurse bypassed into fill 1 and after the patient was able to fill 30ml, the warning reoccurred. The nurse cancelled the patient¿s treatment and when the cassette was removed, fluid had leaked inside of the cassette door area. There was no observed defect or malfunction regarding the cassette. The patient had been able to complete treatment using another cycler. The patient did not experience any adverse reaction or require any medical intervention. The nurse has since received a replacement cycler. The cassette is not available to be returned to the manufacturer for physical evaluation as it has been discarded.

Manufacturer narrative:
Additional information: plant investigation: the cycler was returned to the manufacturer for evaluation. A visual inspection of the exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The accelerated stress test (ast) was performed and had passing results. There were no fluid leaks found in the test cassette during the ast. An internal inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. The mushroom head check and patient sensor calibration check had passing results, but the glucose test had positive results. An investigation of the device history (DHR) records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. The investigation into the cause of the reported leak incident was not able to be confirmed. An evaluation of the returned device could not identify any malfunctions that would cause or contribute to a leak event.